Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-08005. It was reported the patient is no longer receiving effective stimulation. The patient has been reprogramed multiple times and is requesting to be explanted. Surgical intervention may be pending to address this issue.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-08005. Follow up information identified the patient underwent a rfa procedure on (B)(6) 2017 and will follow up with the physician once he decides he wishes to undergo further surgical intervention.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-08005. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the entire scs system was explanted.